Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
Approximately three (3) weeks post cryoablation procedure to treat paroxysmal atrial fibrillation (af) with a polarx catheter, the patient experienced digestive pain; atrio-esophageal (ae) fistula was suspected. Subsequently the patient was hospitalized and underwent surgical intervention. The location of the ae was identified to be near the left inferior pulmonary vein (lipv). Postoperatively, they experienced persistent left hemiplegia. The patient was given antibiotics and admitted to the ICU. As of (B)(6) 2026, the patient is still hospitalized in intensive care, but condition is improved, and they have started eating. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the field team supported the case and the procedure was performed under light sedation and no pre-procedure imaging or esophageal monitoring was performed. It was noted that the physician had difficulty isolating the left superior pulmonary vein (lspv) and moved to what he thought was the left inferior pulmonary vein (lipv), but due to no imaging, they were actually in a lower vein of the lspv. Treatment of the right veins was completed, but the patient was still in atrial fibrillation, so they moved back to the lspv and were unable to get isolation at the end of the procedure. The patient was admitted overnight. As of (B)(6) 2026, the patient is still experiencing left hemiplegia with no movement.

Event description:
Approximately three (3) weeks post cryoablation procedure to treat paroxysmal atrial fibrillation (af) with a polarx catheter, the patient experienced digestive pain; atrio-esophageal (ae) fistula was suspected. Subsequently the patient was hospitalized and underwent surgical intervention. The location of the ae was identified to be near the left inferior pulmonary vein (lipv). Postoperatively, they experienced persistent left hemiplegia. The patient was given antibiotics and admitted to the ICU. As of (B)(6) 2026, the patient is still hospitalized in intensive care, but condition is improved, and they have started eating. There were no report of device defect or malfunction.